Event description:
Per medwatch. The physician was attempting to remove a cv catheter from this neonate when it broke off. Leavinf a piece that had to be surgically incised and removed. A penrose drain was placed to decrease the risk of a wound infection. There reportedly was resistance met by the physician when initially attempting to remove the line. The product is only available for on-site evaluation. Pt injury indicated. No other info provided.